Manufacturer narrative:
Patient hospitalized possibly due to hyperglycemia. Patient unsure of details. Not sure if hospitalized due to hyperglycemia or ketoacidosis or for other reasons. Patient sent to rehabilitation facility estimated for approximately 15 days. No additional information is available. Device has not been returned for technical review

Event description:
Type 2 diabetic on vgo for approximately 3 days spoke with valeritas customer care. Vgo size not known. Patient reported to valeritas customer care that he had been hospitalized possibly due to hyperglycemia. While wearing a vgo device. The patient reported that he was hospitalized on (B)(6) 2017. Prior to the hospitalization he experienced a bg of 545mg/dl. He reported feeling dizzy, confused and falling down. He was not sure if the symptoms were due to the hyperglycemia. He stated that prior to vgo use his bg was frequently up to 600mg/dl. He reported that he was not sure if he was hospitalized due to hyperglycemia or dka or for other reasons. The patient who could not provide many details and seemed possibly confused about the events and reason for his hospitalization. The patient is currently in rehab and has discontinued using the vgo device until he is discharged. He does not know his current bg or insulin regimen. He estimates discharge in 15 days. He might be willing to sign a release of medical information upon discharge from rehab. Multiple attempts were made to contact the patient for follow up and to gather more details. The patient has not answered or returned calls. It is not possible to further investigate without speaking to the patient. A request for medical release of information will be sent in an attempt to gather further information regarding this event.

Manufacturer narrative:
Date of event: date corrected. Date of report: date corrected. Initial reporter corrected. Health professional - no checked. Occupation: non healthcare professional. Type of report: follow up #1. If follow up, what type?: correction checked.